Event description:
A patient who was ventilated in 1ppv mode, was found with a spo2 of 76% and blood pressure very low. Curves and measured values were displayed and no alarm was active. The physician disconnected the y-piece and got the impression that no ventilation was delivered. The patient was already braindead before the reported incident. It was reported that he recieved a cardio-circulatory arrest with hypoxio.